Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim valve was unable to be programmed and a revision was performed. In (B)(6) 2019, the patient felt headache and went back to hospital. The physician found that the icp of the patient was 100 mmhg and the hakim valve could not be programmed. On (B)(6) 2019, the patient received the revision procedure and implanted with a new catheter. Additional information received on 26th of aug 2019, stating that the product problem happened after the surgery. There was no surgery delay and impact to the patient. The patient was stable after the procedure.

Event description:
N/a.

Manufacturer narrative:
DHR - lot cvgb77 conformed to the specifications when released to stock. Failure analysis - it was not possible to investigate the complaint as no sample was returned for evaluation. No root cause could be determined as the sample was not returned for investigation. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4), director of regulatory programs, office of product evaluation and quality and (B)(4), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Sample was received for evaluation. DHR - conformed to the specifications when released to stock. Failure analysis: - the valve was visually inspected: the proximal connector was missing, needle holes in the needle chamber were noted. The valve was leak tested: only leaked from the needle holes in the needle chamber. The valve passed the tests for programming, occlusions, reflux, siphon guard and pressure. Root cause: no root cause could be determined for the valve as the technician was unable to confirm the problem reported by the customer. The root cause for the missing proximal connector could be due to user error, as the connector was not returned it was not possible to investigate. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4), office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.